Event description:
The pt underwent revision surgery to treat a cerebrospinal fluid leak that developed subsequent to implantation of a lumbar pedicle screw construct. There was no report of a product problem.

Manufacturer narrative:
The associated instructions for use lists second surgery and dural tears as possible complications.